Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name: odp. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a torque limiting attachment came apart during surgery. No fragments were generated and all of the pieces were recovered. A back up torque limiting attachment was available to finish the surgery without delay. No harm to the patient was reported and no further information is available this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product investigation was conducted. The report indicates that the returned part was manufactured on 18-april-2008. The corresponding version of the device drawing was not accessible but the registration was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. The returned torque limiting attachment (03.110.002) (1676) was received broken at the rod which connects the carrier shaft to the body of the part. The part also had an "e" etched on it, possibly indicating that it was part of an evaluation set. Based on the details of the submitted complaint the subject event is a spine complaint, although the part number 03.110.002 is generally used as an identifier for the tla which also limits applied torque and is included in trauma sets. Since the subject tla had an "e" etched into it there is a high possibility that the part was part of an evaluation set and was used in the subject spine procedure although it was labeled with a trauma 1.2nm tla part number. If the 1.2nm torque limiting attachment is not used during final locking it could lead to breakage and/or damage to the driver and/or screw. The zero-p stand alone spacer technique guide specifies not to use the attachment when loosening screws, which could have contributed to the damage sustained by the attachment. The instructions state that a properly tightened screw may not be flush with plates when 1.2nm of torque is achieved, but will be sufficiently locked. It is also stated that the conical extraction screw should not be used with a torque-limiting attachment, and prohibits screw removal while using a tla, which may cause additional damage to the instrumentation. Based on the information provided in the complaint description it is not possible to determine a definitive root cause for the subject complaint; however possible contributing factors could include wear on the tla and its inner mechanisms due to repeated usage over time, the tla being used during screw removal, and/or lack of routine maintenance and calibration of the tla which could leave it vulnerable to damage from over torquing. Initial testing performed on the tla post-manufacturing in (B)(6) 2008 found that it was limiting torque to 1.21 nm which was within defined limits of 1.2 nm ±0.10. However, upon investigation of the subject maintenance and calibration record of the tla (03.110.002) (1676) it was found that the tla had not been previously calibrated and was not on a regular calibration schedule as recommended in the product IFU notes. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.